Manufacturer narrative:
Investigation summary: bd received three photos for investigation. The evaluation of these photos revealed a broken shelf pack tray with damaged shrinkwrap and an incorrect color stopper; the product requires a gray stopper, not a red one. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: defective product/component and incorrect stopper color. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, there were an unspecified number of tubes with incorrect stopper color. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter phone #:(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, there were an unspecified number of tubes with incorrect stopper color. No adverse impact was reported regarding the patient or user.